Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
It was reported that the patient underwent unrelated surgery (rotator cuff surgery), thereafter the ipg was unable to communicate with the external devices. Troubleshooting was attempted to no avail and the ipg was inoperable. As a result, surgical intervention is pending to address the issue.